Manufacturer narrative:
One warmer device was received for investigation. During visual inspection a cracked enclosure and tank cover was. The circuit board and power switch were determined to be out of date. The reported issue was confirmed during functional testing when the device activated an overtemperature alarm on power up. The issue was attributed to the alarm being out of calibration, but no root cause could be identified. As no manufacturing related issue could be identified, no review of manufacturing device history records were conducted. Service history review identified this device has not been in for service previously. Due to the age of the device, it has been deemed beyond economical repair and will be decommissioned.

Manufacturer narrative:
B5, h6 health effects codes: updated.

Event description:
Additional information received on 15-june-2023 via email: unit was not used on a patient.

Event description:
It was reported the fluid warmer keeps going into over temperature. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event and UDI section are unknown. No information has been provided to date. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.